Event description:
Device appears to be undersensing on atrial lead. Device appears to be undersensing on ventricle lead. Reason for check: saw rapid paced beats randomly (appears to be atp) device assessment: present rhythm: atrial arrhythmia and ventricular paced at 70 bpm. Device appears to be undersensing on atrial lead. Atrial capture management unable to run d/t atrial arrhythmia in progress. P-waves measure 0.40mv and sensitivity is programmed 0.30mv. Potential for atrial under sensing. Chronically low r waves noted. Other available daily battery/lead measurements within expected range. Lead trends stable. Arrhythmia summary: since data last cleared on: (B)(6) 2023 based on programmed zones, device detected/treated: 118 treated at/af episodes, most recent on (B)(6) 2023. Device delivered 3 sequences of atp(anti tachy pacing) which were unsuccessful. 1 monitored vt monitored episodes, most recent on (B)(6) 2023. Device appears to be undersensing on ventricle lead. Occasional under sensed ventricle beats noted. Post -op treated medically 9 monitored vt- non sustained episodes, most recent on (B)(6) 2023 4 monitored fast a and v / svt-st episodes, most recent on (B)(6) 2023 24 monitored at/af episodes, most recent on (B)(6) 2023 see cardiac compass trends for at/af burden. Avg. Ventricular rate less than or equal to 100 bpm for 6 hr during at/af. See cardiac compass for average ventricular rate graph device appears to be undersensing on atrial lead. See attached episode list and stored egm?s for details atrial bipolar lead impedance warning on (B)(6) 2023. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).